Manufacturer narrative:
The referenced previous pump exchange due to suspected thrombus was reported under medwatch MFR report # 2916596-2015-00283. The referenced driveline infection and bacteremia infection/subarachnoid hemorrhage were reported under medwatch MFR #s 2916596-2015-02431 and 2916596-2016-00884 respectively. (B)(4). Approximate age of device - 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2015, the patient underwent a pump exchange due to suspected pump thrombosis. It was reported that interrogation of the system on (B)(6) 2016 noted power spikes over 10 watts that seem to be associated with pulsatility index (pi) events. Heparin was initiated and the system controller log file was submitted to the manufacturer's technical services department for analysis. The vad coordinator reported that no other studies were completed to troubleshoot the event. None of the patient's external peripheral equipment was exchanged but it was noted that the patient would occasionally utilize external battery power which did not alter the event. No alarms were reported and the patient remained asymptomatic. On (B)(6) 2016, the patient's inr peaked at 5.9 and heparin was administered. The patient was reportedly no longer in the intensive care unit and was reported to be doing well. The patient continued to receive dialysis and was expected to be discharged to a skilled nursing facility (snf) in the future. The submitted log file (dated 06/27/2016) analyzed by the manufacturer's technical services representative showed an upward trend in the recorded pump power and estimated flow values. The data recorded in the log file appeared consistent with possible thrombus within the pump. On (B)(6) 2016, it was reported that the patient experienced an embolic stroke. Laboratory test results showed the lactate dehydrogenase (ldh) and plasma hgb levels were climbing. The medical team and family made a decision to withdraw lvad support. Vad support actively removed and patient expired on (B)(6) 2016. The pump was reported to be functioning as intended but hemolysis and thrombus were suspected. An autopsy was not performed and no product is expected to be returned.

Manufacturer narrative:
Evaluation of the submitted system controller log file confirmed the reported power elevations. The log file showed a gradual increase in pump power and decrease in the average pulsatility index from approximately (B)(6) 2016, according to the timestamp. A root cause for the pump parameter changes and a correlation between the device and the report of suspected thrombus and hemolysis could not be could not be conclusively determined. Device thrombosis, hemolysis, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.